Event description:
The pt's (B)(6) scs system includes a percutaneous lead implanted on (B)(6) 2011. It was reported the pt is experiencing unpredictable stimulation as well as intermittent overstimulation from the scs system. The reported issue began after implantation of the lead and is said to occur when the pt is not stationary. X-rays were taken revealing the lead is mobile. The pt is working closely with the physician to determine the next course of action in this matter.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.